Manufacturer narrative:
B3: bsc aware date used, as initial thrombus date is unknown.

Event description:
It was reported that thrombosis occurred. The patient has a history of thrombus in the left atrial appendage (laa) and was initially postponed for a laa closure procedure, and was on apixaban 2.5 mg. The thrombus was noted to have disappeared on follow up imaging and the patient presented for a laa closure procedure and a 24mm watchman flx closure device was implanted. The patient was placed back on apixaban 2.5 mg. The following month post index procedure, the patient was hospitalized for gastro-intestinal bleeding. The patient was discharged and changed to aspirin for anticoagulation. Two (2) months post index procedure, transesophageal echocardiography (tee) imaging was performed and there was a device related thrombus (drt) located over the metallic screw of the closure device, and it remained in its original implanted position with no leak noted. The physicians changed the medication back to apixaban 2.5 mg. At the six (6) months post index procedure follow up, tee imaging revealed the drt had disappeared. The patient was changed to dual antiplatelet (dapt) medication regimen with clopidogrel and aspirin for three (3) months and then continue only on aspirin. Ten (10) months post index procedure, the drt appeared again on computed tomography (CT) imaging. The physicians changed the medication regimen to apixaban 2.5 mg for three (3) months and then dapt indefinitely. The patient was discharged.